Manufacturer narrative:
This supplemental report is to inform that upon further review, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Initially, we determined that the event was MDR reportable due to a backflow of liquid from the water container into the unit co2 regulator (ucr), in which case we determined that it was a potential adverse event because of the risk for infection. Upon further investigation, it was found that liquid does not flow back into the ucr from the water container unless multiple situations occur simultaneously .there are no reports of situations occurring for this complaint. In addition, a component analysis was performed on the water droplet traces in the tube of the ucr at a similar complaint. The results of this component analysis detected silica and others that appeared to be derived from tap water, but no component that appeared to be body fluids were detected.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. \since the device is a spare equipment of olympus, the device has been transported many times. The water had entered the pipeline of the device by the handling of transportation. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus inspected the device at the service department and found that there was evidence of water invasion into the pipeline of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.